Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that intra-operatively impedances were checked and impedances showed contact 10 was out of range. At the time of the report, the patient was alive with no injury.

Event description:
Additional information received reported the manufacturer representative (rep) was present at the replacement and reported the impedance issue but had not seen the patient since then. The rep looked at the programmer at the time of the report to see if they had the impedance measurements from (B)(6) 2015, but they were not in their programmer. During the surgery, the healthcare provider (hcp) removed the lead, wiped it, and reinserted it. There were no fractures noted at that time. After the surgery, reprogramming around contact 10 was performed and the patient was receiving therapy. The rep had seen the patient on (B)(6) 2015, for the post-operative appointments. The patient had their next follow-up appointment coming up on (B)(6) 2015. If additional information is received, a follow-up report will be sent.